Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station went offline, showing a blue screen and asking for a credential. A field service engineer opened electronic drawer and secured connection on hard drive and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, station went offline and asking for a credential, repeated attempts to reboot the system for recovery were unsuccessful. The customer stated that there was a delay in dispensing medication due to this malfunction. There were no adverse events or injuries reported based on this event.